Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during ligation of branches of a saphenous vein, vasoview hemopro 2 cautery stopped. No patient injury noted. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Minimal delay in case to open a new kit. No medical follow up needed. No concomitant products used. Visualization was not compromised, no notable characteristics about the tunnel. Unknown if pre-cautery test was performed. Unknown how long it took device to time out. Unknown if the polyfuse was in effect. Extension cable and adapter are new within the last year. Power setting of power supply on 3. No issue with the jaws noted. End users have been educated and are aware of the IFU and the safety feature of the device. End users refuse to continue use of the device once cautery stops. User will remove device and continue case with a new device. Device is available for return.

Manufacturer narrative:
Trackwise# (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 04/30/2025. An investigation was conducted on 05/07/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula handle and intact c-ring. There were no visual defects observed on the intact harvesting device jaws. The heater wire was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device did transect tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was not confirmed. The lot # 3000463124 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.